Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of the reported loss of connection could not be determined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - additional. Follow-up. Additional information/device evaluation. Device evaluated by manufacturer - additional. Event problem and evaluation codes - additional.

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, a loss of connection occurred. No additional patient or event information is available..the transmitter has been received for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and passed as the transmitter has voltage. A nordic bluetooth device pairing test was performed and failed. Functional testing was unable to be performed due to the failed pairing test. No data log was available to review. Bin file analysis was unable to be performed. The complaint confirmation of a loss of connection could not be determined. The probable cause could not be determined.